Manufacturer narrative:
The beckman field service engineer (fse) went on site and confirmed the reported issue. The fse found there was a flow rate issue due to clogged tubing. The issue was resolved the issue through routine troubleshooting and replacement of all tubing relate to the flow cell waste. The instrument was verified as operating to specifications. Per navios instructions for use (pn: a96247): o there is a risk of reporting incorrect results. Data displays used to arrive at the test result for light scatter patterns, antibody staining profiles, and all gates and boundaries should be reviewed by a laboratory professional when interpreting the data. If results are suspect, follow your laboratory's procedures to resolve. The user followed the published instructions and did not report the suspicious results. Bec internal identifier - (B)(4).

Event description:
The customer reported side scatter signal is dropping on the navios ex 10 color/3 lase when running their laboratory developed test (ldt) protocol. The data attached in the service request shows unexpected patterns for forward (fs) versus side (ss) scatter, the issue could potentially impact any of the cd markers run in the test panel. The event occurred when the customer was running their laboratory developed test (ldt) protocol on the navios ex 10 color/3 laser for leukemia/lymphoma immunophenotyping but did not specify which cell markers were included in the protocol. The test runs were rejected were re-run on a different navios without issue.